Event description:
It was reported that the pt's rod broke. The pt is scheduled for revision surgery mid (B) (6) 2009.

Manufacturer narrative:
(B) (4): no product was returned for eval. X-rays were not provided to the MFR. A review of the device history records did not identify any non-conformance to spec.